Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Ec45a (device) - the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reloads: ecr45w (lot# n4m92x) mfg/cert date: 11/22/2016 / expiration date: 10/31/2021 - the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Ecr45d (batch# n56d6x) mfg/cert date: 09/23/2016 - the device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Ecr45g (batch# n56k5k) mfg/cert date: 10/18/2016 - he device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during the vats thoracoscopic upper lobectomy of right lung, found the firing trigger loose, after fired with a white cartridge, no blade, malformed staple line with irregular shape. Changed a new reload, could perform good firing. Fired with green cartridge and a gold cartridge, the event re-happened. Changed to another device to complete the procedure. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Batch # p5597t. Device evaluation: the ec45a device was received for analysis with no visual non-conformances and with three cartridges reloads present. The cartridges reloads were received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridges reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b: ecr45d, batch n56d6x cartridge c: ecr45g, batch n56k5k cartridge d: ecr45w, batch n56r6n